Event description:
Purchased 16 new anesthesia machines from spacelabs in 2008. Shortly after placing them in use, problems arose with their use that caused work arounds by providers. No action from spacelabs to correct. Spacelabs mgmt also changing during this time and no f/u was provided. This past winter, problem came to a head when providers started asking to have spacelabs machine removed from their operating room. Problems included carbon dioxide absorber being difficult to seal/tighten with canister falling off during cases; tidal volume issues with ventilator not delivering at set amount from anywhere between 100 to 300 mls above or below setting; unreliable for the bag to ventilate pt, delay in ventilator working when switching from bag to ventilator mode; touch screen wheel doesn't work and the screen is not reliable when putting in settings - providers have to touch multiple times to get it to work; ventilator unable to handle high pressure ventilation for pts with non-compliant lungs, causing the ventilator to shut down.